Manufacturer narrative:
Investigational findings: an evaluation of the suture hook confirmed the reported problem. The product was received with the needle broken off at the weld. The detached portion was not returned to conmed linvatec for evaluation. The evaluation found that the needle tube was slightly bowed. A review of product history showed no other similar events for this product. The info for use (IFU) cautions the user not to exceed five procedures with this limited reuse suture hook. The number of uses of this device is unknown. This product will continue to be monitored for failures. The sales representative will contact the facility for any additional in servicing needs.

Event description:
It was reported that during use in a left shoulder arthroscopy procedure, the tip broke off the suture hook in the surgical site. The tip was retrieved and the procedure was completed. There was no pt injury or surgical delay related to this event.